Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached about halfway between the pump and the site. Therefore, the tubing was leaking as the patient could smell the insulin and discovered a crack. The site location was patient's abdomen, and the pump was located on the same side in relation with the site. Moreover, the infusion had been used since (B)(6) 2021. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient blood glucose level was 194 mg/dl. No further information available

Event description:
On 23-feb-2022: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigation) of returned used (1 tubing), showed that the tubing was returned with damage (cut). Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(6). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached about halfway between the pump and the site. Therefore, the tubing was leaking as the patient could smell the insulin and discovered a crack. The site location was patient's abdomen, and the pump was located on the same side in relation with the site. Moreover, the infusion had been used since (B)(6) 2021. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient blood glucose level was 194 mg/dl. No further information available

Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. On 23-feb-2022: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigation) of returned used (1 tubing), showed that the tubing was returned with damage (cut). Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On 28-dec-2021, it was reported that the patient's infusion set's tubing detached about halfway between the pump and the site. Therefore, the tubing was leaking as the patient could smell the insulin and discovered a crack. The site location was patient's abdomen, and the pump was located on the same side in relation with the site. Moreover, the infusion had been used since (B)(6) 2021. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient blood glucose level was 194 mg/dl. No further information available.